Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance with the introducer sheath was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed lesion in popliteal femoral artery. The armada 35 ll balloon catheter got stuck during advancement into the guiding catheter. The balloon catheter met resistance during removal as well. The procedure was completed using a new device with the same sheath with no issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.